Event description:
It was reported that the colonovideoscope displayed no image. The event occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout a root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.